Manufacturer narrative:
Implanted (not returned to manufacturer).

Event description:
The tryton stent was properly placed after a distal stent in the main vessel (distal pda) was placed. Vessels were wired and predilated. Tryton was placed properly. Wire placement was lost and the two physicians were unable to rewire main vessel. After three hours in the case and 300 cc of contrast, the case was rescheduled for des placement at a later date. The main vessel des was successfully implanted in the patient on (B)(6) 2017 (note: the original procedure date when the tryton stent was implanted was (B)(6) 2017). Final outcome was good/successful. Degree of tortuosity: rca was moderate to severe. Additional details: tryton passed lesion easy, difficulty placing des. Distance between distal stent and tryton: approximately 30 mm. The distal stent did not contribute to inability to continue case. When attempting to place the des, they lost wire placement and were unable to re-wire.

Manufacturer narrative:
The following information was received after the original MDR submission (5/31/2017) and is now being provided in this supplement: patient identifier, patient sex, describe event/problem (additional details provided), concomitant medical products and therapy dates. The following missing information was requested via email, but not received: patient age or date of birth, patient weight, other relevant patient history including pre-existing medical conditions.

Event description:
Additional details: medina classification: 1,1,1. Percent stenosis: 90%. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No degree of calcification: medium.